Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h833292705, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 247.1 mcg/day via an implanted pump. It was reported the patient had been having more frequent spasms since his pump replacement and that was the reason for the dye study to check the catheter. A dye study was unsuccessfully performed and the catheter unsuccessfully aspirated. It was noted the dye study was not completed. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2012, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: from the consumer via a company representative. Who reported, that the patient was experiencing withdrawal symptoms. There were no external factors that contributed to the issue. A dye study was performed, and it had failed. Catheter exploration surgery occurred, and a small leak at the pin connector was discovered. A new 8578 catheter was connected and cerebrospinal fluid (csf) was successfully visualized and confirmed. The issue was resolved, at the time of the report. And the explanted catheter would be returned for analysis. The patient¿s weight and medical history were asked, but would not be made available. The patient¿s status was ¿alive, no injury¿.

Manufacturer narrative:
The catheter was returned and analysis identified a hole in the catheter body. Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.